Event description:
Consumer called to report accuracy issues with her meter. Meter was giving high readings, she adjusted insulin and passed out. Emt was called for revival and assistance.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.